Manufacturer narrative:
In this case, the returned device analysis confirmed the reported inability to remove the lock line and knot in the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the return device analysis, a cause for the knot in the lock line could not be determined. The reported inability to remove the lock line appears to be a result of knot found in the lock line. Additionally, the reported patient effects of tissue injury is listed in the instructions for use and is a known possible complication associated with mitraclip procedures. The reported delay in the procedure was the result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a mechanical jam and tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and prolapsed posterior leaflet. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deployed, the lock line (ll) was unable to be removed. A knot on the ll was suspected. Therefore, the clip was opened and attempted to be retracted into the left atrium (la). It was noted there was roughly an hour delay in the procedure attempting to retract the clip into the la. Once in the la, a chordal rupture was observed. The clip was removed and two clips were successfully deployed on the mitral valve, reducing mr to a grade of 3. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.